Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results) 1 device: circuit board; sensor / electrical/electronic component problem identified 1 device: sensor / failure to calibrate or used out of calibration 1 device: sensor / electrical/electronic component problem identified 2 devices: appropriate term/code not available / no findings available there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 5 malfunction event(s), where it was reported the device experienced inaccurate information on scales. No adverse consequence or clinically relevant delay in treatment was reported.